Event description:
It was reported that after a piles procedure, the patient had directly called up that he had undergone a piles surgery using hemorrhoids stapler on (B)(6) 2012 and was fine up to (B)(6) 2012. However on (B)(6) 2012, wound was bleeding and he was under pain. The doctor for this event says that at one o'clock position there was loosening of the staple and it was bleeding and patient was readmitted. The surgeon sutured the loosened area. There is no problem with the device and the patient is now absolutely fine just he need to take bed rest for some time till his suturing heals.

Manufacturer narrative:
(B)(4). Information was not provided by contact. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.